Event description:
It was reported that the patient has severe tricuspid regurgitation with suspected cause of tethering of posterior tricuspid valve leaflet by a tachy lead. Moreover, the patient has complicated history of ischemic cardiomyopathy and mild to moderate tricuspid regurgitation prior to device implant. An ultrasound, echocardiogram, transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte) was done. Furthermore, a tricuspid valve replacement was performed. Additional information was received indicating that the patient condition was possibly related with the right ventricular (rv) lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b3: event date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has severe tricuspid regurgitation with suspected cause of tethering of posterior tricuspid valve leaflet by a tachy lead. Moreover, the patient has complicated history of ischemic cardiomyopathy and mild to moderate tricuspid regurgitation prior to device implant. An ultrasound, echocardiogram, transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte) was done. Furthermore, a tricuspid valve replacement was performed. Additional information was received indicating that the patient condition was possibly related with the right ventricular (rv) lead. The lead remains in service. No additional adverse patient effects were reported.